Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that both side frames are cracked. Dealer stated that the end user noticed the crack by the side frame by where the arm attaches on the right side, the left side crack was discovered by the dealer.